Event description:
It was reported that, "when they started to implant the set screw, it was cross threading a little, so they backed it out. When they did this, the rubber plastic piece on the tip of the set screw had become disengaged from the titanium portion of the screw. It had to be fished out. When they started to use a second screw, the same thing happened."

Manufacturer narrative:
Device will not return. One was implanted and the other was not allowed to be taken out of the or. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.